Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and the insulin gauge was inaccurate and static. The customer continued to use the pump for insulin therapy. Additionally, it was reported that a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue. The customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.